Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. The event date was 2 weeks prior to this report date. They were removing the pump due to erosion/exposed catheter and pump pocket infection, the root cause for the infection was unknown. The patient was admitted to the hospital on (B)(6) 2017, patient was receiving cesepime 1000ug IV every 12 hrs and vancomyacin IV every 24 hrs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.